Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Citation: long et al. Bioprosthetic valve fracture for early severe prosthesis mismatch after savr. J invasive cardiol jul;32(7):e182-e185. 2020. 10.25270/jic/20.00133. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 41-year-old male patient who presented four months after surgical aortic valve replacement with severe patient-prosthesis mismatch and a mean gradient of 43 mm hg.  The patient subsequently underwent successful placement of a medtronic 26-mm evolut r valve as a transcatheter-in-surgical valve implant.  An intraprocedural transthoracic echocardiogram showed no aortic insufficiency or paravalvular leak with the transcatheter valve, and mean gradients improved to 24 mmhg.  As planned, bioprosthetic valve fracture (bvf) of the surgical valve was performed with a high-pressure balloon, which reduced the mean gradients to 5 mmhg measured by catheter and 9 mmhg measured by echocardiography.  The patient tolerated the procedure well and had an uneventful recovery up to discharge.  At a 30-day follow-up the patient remained asymptomatic with a mean gradient of 13 mmhg.  No further information was provided pertaining to medtronic products.